Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 due to a high blood glucose level of 745 mg/dl. The drive support cap was loose. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to perform occlusion test and excessive no delivery test due to prime anomaly. However, the operating currents are within specifications and passed self-test, a21 error test, displacement test and basic occlusion test. The drive support was inspected and no anomaly was noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratched lcd window.